Event description:
It was reported that the guidewire was unintentionally retained. Emergent insertion of left femoral central venous pressure catheter. Post procedure, chest x-ray demonstrated a guidewire overlying right hemithorax just lateral to mediastinum; exact location uncertain - within superior vena cava/right atrium. Repeat chest x-ray showed guidewire in superior & inferior vena cava. Subsequent asystolic episode but resuscitated, after which pt made do not resuscitate, again arrested and expired. It was noted under adverse event - user error. This report was submitted by medwatch. Device will not be returned for eval. A follow-up report will be filed if more info becomes available.